Event description:
Baxter japan reports "misbonding" of the spike to the main body of a transfer set; the spike is "off from the body". Noted during use with no pt injury or medical intervention required.